Event description:
Information was provided that the users noticed holes on some part of the catheters and the patient had evidence of infection.

Manufacturer narrative:
Eval: no product was returned to assist in our investigation. Therefore, we are unable to determine the validity of this report. However, we will continue to monitor this device.